Manufacturer narrative:
Based on the info reported to davol, the pt was treated for a large, complex incisional hernia with a composix kugel mesh on (B)(6) 2011, after being brought to the emergency room with a small bowel obstruction. It was noted that the surgeons were pleased with the mesh used in the repair. The next day, the pt had subcutaneous bleeding and was operated on by a different surgeon, who removed the mesh. There is no indication in the info reported that the mesh was defective or contributed to the alleged event. No medical records have been provided and no product has been returned for eval. With the info currently available, no conclusion can be drawn.

Event description:
Based on info reported to davol: (B)(6) 2011 - pt underwent a complex incisional hernia operation. The pt had been brought in with bowel obstructions. Composix kugel mesh was used in operation. On (B)(6) 2011 - pt had a subcutaneous bleed and was re-operated on by a different surgeon, who removed the mesh. The incision was left open with a pack and the pack removed two days later.